Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received a power error alarm on the insulin pump. Troubleshooting was performed and the pump is unable to charge. The customer was advised to clear the alarm and call back if it recurs again. There is no mention of the alarm clearing. The customer's blood sugar was 140 mg/dl to 160 mg/dl. The insulin pump was not returned for analysis.